Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) recommended the customer to remove the endoscope, manually rotate the endoscope base until the correct orientation was displayed on the screen, press the instrument clutch button, and reinstall the endoscope. The image orientation was then correct, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) did not receive the 30 degree endoscope to perform failure analysis. The customer did not return the endoscope.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the da vinci image was upside down. Prior to calling in, the customer tried replacing the endoscope with no success. The customer was using a 30-degree endoscope plus installed on the universal surgical manipulator (usm) 3. The technical support engineer (tse) had the customer remove the endoscope, manually rotate the endoscope base until the correct orientation was displayed on the screen, press the instrument clutch button, and reinstall the endoscope. The image orientation was then correct, and the issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer has not had any further issues with the da vinci system.